Event description:
A patient reports while wearing a pod their personal diabetes manager delivered a not commanded bolus of 11 units of insulin followed by another 5 units of insulin. The patient had gone to the school nurse due to their blood glucose level had dropped to 30 mg/dl. The patient was given glucose tablets, candy and a juice box .

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the patients personal diabetes manager (pdm) delivered a bolus that was not commanded. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.